Manufacturer narrative:
Event was reported to have occurred three to four days from the date of this report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause was not reported. It was not reported if the patient was hospitalized. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug (dose, route, frequency and duration were not reported) for cloudy effluent. At the time of this report, the patient was not recovered from the event. Pd therapy was continued during treatment. No additional information could be provided as the reporter declined follow up.